Event description:
Information received by medtronic indicated that insulin pump had multiple pump errors. The customer was able to successfully clear the alarm and complete rewind. The customer stated that fill cannula recorded in daily history and self test was passed. Customer stated error table did not indicated that pump error cleared active insulin. Customer also reported physical damage to pump. Type of damage was crack. Location of damage was from left side of the clip rail going all the way to the bottom. No harm requiring medical intervention reported. The device will be retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer complained about the insulin pump having multiple insulin pump errors and cosmetic damage at the corner of belt clip rails on event date of july 28, 2022. Insulin pump passed displacement test, self test and p-cap/reservoir does lock properly. Test p-cap locks properly into the reservoir compartment. History/trace downloads were successful using thus software. Insulin pump error (file number = 2005, line number = 5632) esf#: (B)(4) was present in the history download on event date of july 28, 2022 17:57:29.000 due to software defects. Insulin pump error confirmed on july 28, 2022 17:56:09.000 in, consequence of insulin pump error, due to hardware defect. The electronic assemblies were inspected and evidence of moisture damage was noted on the force sensor.. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, corroded battery tube and label damage (stained serial number label). In summary, insulin pump error confirmed in history/trace files due to software issues and insulin pump error confirmed in history files, problem due to hardware issues. Cosmetic damage confirmed at cracked case - corner of belt clip rails. Moisture damage noted on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.